Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the oral-b precision clean brushheads broke after two days of use with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used these particular brush heads. No symptoms developed.